Event description:
It was reported that during follow up visit, the right ventricular (rv) lead exhibited high pacing impedance with gradual increase since implant, and high threshold. Isometric movements were and pocket manipulation was performed and did not reveal noise. Due to patient condition, physician elected to re-program lead settings/mode and monitor patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.